Manufacturer narrative:
Thv/tvt registry. (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Prior to the transfemoral tavr procedure, it was noted that the patient had bilateral below the knee amputations. Imaging of the external iliac artery was performed. No imagery of the femoral artery was performed. During the procedure, a 16fr. Esheath was inserted without issue. A commander delivery system and 29mm sapien 3 valve were advanced through the sheath. ¿some¿ difficulty was encountered during valve alignment. A lot of tension build-up was noted in the delivery system during the valve alignment process. The valve was able to be positioned; however, at this point, wire position in the left ventricle was lost. The valve and delivery system were pulled back into the sheath. During removal, the delivery system and valve got caught in the femoral artery. The system (sheath, delivery system and valve) were surgically removed. At that time, severe calcification in the femoral artery was noted. During the removal of the first system, a new system (sheath, delivery system and valve) were prepared in order to continue with the tavr procedure. However, an emergency occurred in the next or and the tavr team was called in to assist. This transfemoral tavr procedure was discontinued. The patient will be brought back in on another day to complete the tavr procedure. The femoral minimum luminal diameter (mld) was not provided. The iliac access vessel mld measured 6.5mm in the external iliac artery (eia) and 6.7mm in the common iliac artery (cia) with mild tortuosity reported. Severe, circumferential calcification in the eia and cia was reported. Severe calcification in the femoral artery was also reported. It was speculated that the valve alignment difficulty and system withdrawal difficulty were related to patient factors. The devices were retained by the hospital and were not released for evaluation.

Manufacturer narrative:
(B)(6) registry. (B)(4). According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The devices were retained by the hospital and were not released for evaluation. Without the device return, visual inspection, functional testing and dimensional analysis were unable to be completed. No imagery or photographs were provided. The lot number of the device was provided. The DHR / work order review of the device and any components relevant to the reported event was performed. During count reconciliation of the crimp balloon, wo #(B)(4) on crimp machine a, lot mixing was identified between wo #(B)(4). Only one size crimp balloon was being manufactured at the time, and all affected work orders were issued the same lot of raw material. Additionally, all product was processed through the required dimensional and visual inspections by both manufacturing and quality. Any defective product would have been identified and rejected at these steps, so this product exception likely did not contribute to the complaint event. The remaining work orders did not reveal any manufacturing issues that may have contributed to the compliant events. A lot history review did not reveal any additional complaints for ¿delivery system ¿ difficulty with valve alignment¿ or ¿delivery system ¿ withdrawal difficulty¿. A review of the complaint history revealed that the occurrence rate for ¿delivery system ¿ difficulty with valve alignment¿ and ¿delivery system ¿ withdrawal difficulty¿ did not exceed the november 2017 control limit for the ¿valve alignment difficulties¿ or the ¿withdrawal difficulty¿ trend categories. The IFU and training manuals were reviewed. No IFU/training manual deficiencies were identified. During the manufacturing process, the inflation balloon undergoes multiple 100% inspections including dimensional inspections. The crimp balloon also undergoes multiple dimensional and visual inspections. The delivery system flex tip, location of the marker bands, guidewire shaft and balloon are 100% inspected. The assembled devices also undergo 100% final inspection by manufacturing and quality. Each lot also undergoes product verification (pv) testing on a sampling plan. All samples from this lot of devices passed the pv testing. These inspections make it unlikely that a manufacturing non-conformance contributed to the reported complaint. In this case, the complaints of the ¿delivery system ¿ difficulty with valve alignment¿ and ¿delivery system ¿ withdrawal difficulty¿ could not be confirmed as the device was not returned for evaluation. Without the device return, a manufacturing non-conformance was not able to be determined. However, a review of the complaint history and manufacturing mitigations supports that it is unlikely that a manufacturing nonconformance was a contributing factor. Although the condition(s) during valve alignment in this case is unknown, it has been observed that performing valve alignment at a bend or angle (such as in a non-straight section of the aorta) can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the sapien 3 valve is unseated during alignment, it can result in higher than usual valve alignment forces, and can create tension in the system in order to achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. Additionally, if the vessels are heavily calcified, the valve can become caught on a piece of calcification during valve alignment. This can hinder movement of the valve onto the inflation balloon and can increase the difficulty of valve alignment. Patient tortuosity and calcification can also contribute to delivery system withdrawal difficulties as well. If the vessels are tortuous, the delivery system can become axially misaligned with the esheath, which may cause it to become caught on the tip during removal attempts. Additionally, if the vessels are calcified, the delivery system can become caught on calcification during removal. Furthermore, the force used to perform valve alignment and/or withdrawal difficulty under the above described circumstances can likely contribute/cause the access vessel injury that occurred. Procedural factors (manipulation of the devices), in addition to patient factors (mild access vessel tortuosity, severe access vessel calcification) likely contributed to the reported event(s). No labeling or IFU/training inadequacies were identified and the occurrence rates for the applicable trend categories did not exceed the november 2017 control limits. No corrective/preventative action is required at this time.